Event description:
The device was returned due to an incident involving a pt in which the pt reportedly sustained an injury. Additional information was requested but no further information was available.